Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. Further testing identified that the eeprom was not programed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Our manufacturing process has been identified to be the possible cause of the eeprom issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the nurse connected the device to the gen11 and it recognized the instrument and was ready to use. When the surgeon tried to activate the device, nothing happened; no noise, no tissue cut or sealed. They opened a new device and worked. No patient consequence.